Event description:
The customer reported that a (B)(6) male pt expired two days after a CT-controlled percutaneous ablation of 4 liver metastasis and partial liver resection while under anesthesia. Five ablations were conducted over a three hour period and no abnormalities were observed. Two days after the procedure, the pt suffered liver failure and passed away. The surgeon has stated that he does not believe the device contributed to the reported event, but the cause of the total liver failure cannot be determined. An autopsy was not performed. Additional questions have been asked to the attending surgeon. The devices were not retained after the procedure and will not be returned for eval.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.